Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and post-spinal cord injury. No drug information was reported related to the event. It was reported the patient had a history of catheter issues and had 2 catheter revisions [see regulatory report # 3004209178-2017-02876 for previously reported catheter issue and revision]. No further patient complications were reported.